Event description:
On 10/20/06, nellcor received a report where it was claimed that the device broke in half while attempting to connect an unspecified model circuit. The clinician reported attempting to move the trach around to connect a circuit and the connector end of the device broke off. The clinician stated that he did not use excessive force when bending the trach. Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress. The caller reported that the sample associated to this report was discarded therefore, not available for sample investigation.